Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information was requested and the following response was received on (B)(4) 2011: (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, the staples could not be fired completely. Another device and hand sewing were used to complete the case. There was no patient consequence. The device was discarded.